Event description:
On (B)(6) 2011, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment sys. On (B)(6) 2013, follow up computed tomography indicated aneurysm expansion. Current diameter is 9 cm. Also seen was a distal type I endoleak. The physician believes the left iliac artery has expanded since the primary procedure, therefore, causing the endoleak. The pt has refused intervention; therefore the endoleak and aneurysm enlargement will not be treated.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.